Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the tire didn't seem to be touching the ground. The dealer states they added air to the tire and it seemed fine. The customer alleged that they had to fill the tire 3 times a day.